Manufacturer narrative:
The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that after spiking the propofol bottle and inserting the tubing set into the pump, it was noted that the tubing set was leaking. Upon observation, it was noted that the leak was found to be at the upper fitment. The customer later stated that there was no patient involvement.

Manufacturer narrative:
Additional patient information: ethnicity: not hispanic/latino.

Event description:
It was reported that after spiking the propofol bottle and inserting the tubing set into the pump, it was noted that the tubing set was leaking. Upon observation, it was noted that the leak was found to be at the upper fitment. The customer later stated that there was no patient involvement. Customer advocacy received a copy of the customer's medsun report from the FDA which states, "alaris IV pump tubing set was used to spike a new bottle of propofol upon inserting the tubing into the IV pump, it became apparent the tubing was leaking upon further investigation it was noted that the medication was leaking from just above the blue connector hub from the "hard tubing" into the "soft" tubing that runs through the pump." The medsun states that the event occurred in the critical care department.

Manufacturer narrative:
The customer¿s report of tubing set leaked at upper fitment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set during visual inspection. Functional testing observed a leak from the tubing engagement to the upper fitment component. Further inspection of the observed leaking engagement observed the tubing sides not fully adhered along the inner wall of the upper fitment. The tubing was also attempted to be slightly tugged in which no separation was observed. The root cause was due to a manufacturing assembly issue.

Event description:
It was reported that after spiking the propofol bottle and inserting the tubing set into the pump, it was noted that the tubing set was leaking. Upon closer observation, it was noted that the leak was found to be at the upper fitment. The customer later stated that there was no patient involvement. Customer advocacy received a copy of the customer's medsun report from the FDA which states, "alaris IV pump tubing set was used to spike a new bottle of propofol upon inserting the tubing into the IV pump, it became apparent the tubing was leaking upon further investigation it was noted that the medication was leaking from just above the blue connector hub from the "hard tubing" into the "soft" tubing that runs through the pump." The medsun states that the event occurred in the critical care department.